Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, based on the analysis, the alleged out of range issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 596 mg/dl. Customer delivered a correction bolus via the pump to address bg. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.